Event description:
Report received indicated that there was a small hole in the package. It was indicated that the shipper box was intact, however, the inner ''pouch" had a small hole in the packaging therefore the sterility of the product was compromised. The product was not used in patient and no other abnormalities with device package were observed. This product will be returned for evaluation and testing. Additional info will be sent within 30 days upon receipt.